Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, failed flow rate during testing. No patient involvement event was during testing. No additional information is available at this time.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.